Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2014 with the following findings: a review of the black box showed unexplained reboots on (B)(6) 2014. The returned battery cap was undamaged and was used to complete investigation. Visual inspection revealed that the battery compartment was undamaged. The battery cap was fastened and unscrewed half a turn with no reboots occurring. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no power issues occurring. The pump¿s cover was removed and there were no defects found to the power circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had no power. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
This supplemental is to correct the brand name of the product.